Manufacturer narrative:
(B)(4). The device was manufactured july 21, 2015 - july 22, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during infusion a large volume infusor underinfused. The actual flow rate was 20 ml/122 hr. The device was filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.